Manufacturer narrative:
Other text: one device received for evaluation. Visual inspection found the device to be in good physical condition. The event history log was unavailable to be reviewed. An accuracy test was conducted and confirmed the reported problem. It was determined that the defective expulsor and valves were the root cause of the problem. The expulsor and valves were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.

Event description:
It was reported the device exhibited a flow anomaly plus 9 percent. No patient involvement.